Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery spatula (pcs) was analyzed and found to have a broken monopolar yaw pulley at the posts where it connects to the distal clevis. Broken piece is missing as a result of breakage. The components surrounding the break did not exhibit damage that would have contributed to the broken yaw pulley. The complaint regarding broken at the tip was confirmed by failure analysis. The probable root cause is attributed to damage during use or improper handling, which may result from accidental drops of the instrument or inadvertent collisions with other instruments.

Event description:
It was reported that during central processing, the permanent cautery spatula (pcs) instrument had a broken tip. There was no report of patient involvement.